Manufacturer narrative:
No further event details have been provided, despite request by boston scientific. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis was unable to be performed. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the filterwire ez device confirmed that the event of difficult to remove is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that device entrapment occurred. A filterwire ez was selected for use in a carotid procedure. During the procedure, the filter was unable to be removed from it's sheath. The device was exchanged and the procedure was completed. There were no patient complications reported as a result of this event.